Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed multiple bends and kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 35.3 cm from the tip.

Event description:
Reportable based on the device analysis completed on 21dec2024. It was reported that hypotube break occurred. The stenosed target lesion was located in the deep vein of left lower limb. An angiojet zelante catheter was selected for use. During the procedure, the dveice showed an error message and it was found that it had a liquid in the pump body. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube break.